Manufacturer narrative:
The user facility is outside of the u.s. No medwatch report was received. No further complications have been reported. Results and conclusions - the eval of the shell showed some impact damage to the outer rim in the area of one of the extractor notches. The porous coating was absent from a large area near the apex to mid-diameter and there was some evidence of bone in-growth in a few areas. There was also a small area of flattened and damaged coating which was likely caused during removal. All dimensions fell within specified limits except one which appeared distorted or had possible wear which would not allow laser refractor to give a readable picture. The shell was measured for roughness in the area of missing porous coating and found to be well over the minimum required. Current info is insufficient to permit a conclusion as to the cause of the event. Corrective action initiated to address late submission. This report filed (B)(4) 2011.

Event description:
It was reported that pt underwent primary hip procedure on an unk date. Pt underwent revision surgery on (B)(6) 2010 due to pain. During the procedure, the surgeon noticed that part of the porous coating was detached from the cup and attached to the bone. No further complications have been reported.